Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device check, non-sustained rv oversensing episodes due to post-paced t-wave oversensing were observed. The patient was asymptomatic. Programming changes were made. The patient will continue to be monitored normally.